Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. A cracked case, cracked reservoir tube lip and scratched lcd window noted.

Event description:
Customer's husband stated that the insulin pump alarmed button error during a bolus delivery. The blood glucose reading is 600 mg/dl. Customer was vomiting for a few days. Customer was drinking an excessive amount of water. Customer was taken to hospital via ambulance due to high blood glucose. Hospital treated with manual injection. Customer was using a reservoir that was empty, husband states that customer does not pay attention to the insulin levels. The hospitalization was not due to insulin pump malfunction. The insulin pump will be replaced due to button error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.